Event description:
It was reported that a farawave catheter was selected for a pulse field ablation (pfa) to treat an atrial fibrillation (afib). During procedure for test period and prior to ablation when the catheter was being prepared, it could not be undeployed back to the neutral position. The catheter kept getting stuck in flower configuration. Troubleshooting was performed, it was attempted several times, and deployment knob seemed to be stuck. A new catheter was opened, but it appeared to be covered in 'dirt' and the physician at this point was concerned it was not sterile despite the packaging being fully sealed prior to opening. A third and final catheter was opened; procedure was completed without patient complications. Product return is not expected as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.